Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The biomed reported the device did not alarm and there was an inop speaker malfunction on the mx40 telemetry device. The device was being used on a patient at the time of the complaint, no adverse event involving patient or user was reported.